Event description:
The customer reported that patient monitoring is down. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection found there was a disconnect between the central station and switches. Results of functional testing indicate noted the cisco switch was the cause of the issue. Based on the information available and the testing conducted, the cause of the reported problem was cisco switch. The reported problem was confirmed. The device was operational after the cisco were rebooted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.